Event description:
Caller reported damage to tandem charging cable resulting in non-functional charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with a resolution to replace the damaged charging supplies through 2-day shipping by cts.